Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the balloon burst is unknown, as the native valve was calcified, but no spike was seen. The burst could have been caused by calcium not appreciable on imaging. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), during the inflation of the 23mm sapien 3 by tf approach, the delivery system balloon burst. During bav, the balloon burst, the bav catheter was removed without issues. During valve deployment, the commander delivery system balloon burst as well, however, valve already anchored. The delivery system was removed through the e-sheath and a 23mm bav balloon was taken for post dilation. This balloon also burst but pvl was reduced to mild and accepted. The balloon was removed through the e-sheath. After the esheath was removed, it was seen that the liner delaminated. Despite all this, there was no vessel injury, however, the patient suffered a stroke and is now under observation. As per doctor, the annulus was assessed with the heart navigator and the native valve was calcified, but no spike was seen that could explain the balloon bursts. Apparently there was no resistance when retrieving the devices through the esheath.